Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while consuming jam and crackers, the customer observed a blood glucose (bg) reading of "426" (mg/dl) on the glucometer, which was then programmed into the "bg" value section of the bolus menu. Then, the customer realized that her hands had not been washed, and after re-testing her bg level twice, received bg readings of 192 and 197 (mg/dl). The customer stopped the insulin delivery, and called tandem technical support for assistance with determining how much insulin had been delivered. Tandem technical support verified in the bolus history that none of the requested bolus units had been delivered, and bolus history showed that the bolus request had not been completed for a bg value of 426. The customer acknowledged the information, and at the time of the call, the customer's bg level was 197 mg/dl. Recommendation was made to wash hands prior to testing bg level when using a glucometer.